Event description:
A peritoneal dialysis (pd) pt's contact reported finding a fluid leak following the pt's treatment. When he opened the cycler door he found fluid had leaked inside. He was advised to discontinue using the cycler. The set was discarded. During follow up, the pt's contact reported that her effluent was clear. She did not have any signs of infection. They had contacted the pd nurse and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.